Manufacturer narrative:
Findings: unit received cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received without belt clip unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.